Event description:
Patient reported experiencing elevated blood glucose (120 - 250 mg/dl), normally 60 - 110 mg/dl), for the past month. They indicated that they had attempted to resolve the concern by changing all of the device's acessories; however, elevated blood glucose persisted. Patient stated that they were advised, by their physician, that something is wrong with the device, and the recommended that they contact the manufacturer. Additionally, patient reported that they programmed a 10u disconnected bolus, and only 2 drops fo insulin were observed dripping from the end of the infusion set tubing. No error messages were generated by the device. Patient reported that they is supplementing infusion therapy with insulin injections.